Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent surgery on (B)(6) 2018 wherein their implantable pulse generator (ipg) was explanted due to becoming inoperable. Patient last charged device approximately (B)(6) 2017. Patient is stable.